Manufacturer narrative:
B3: unknown. E1: phone (B)(6) ext (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not pass the volumetric accuracy test. During the test, a bolus infusion volume of 21.5 ml was obtained instead of 20 ml, i.e. A percentage error of 7.5 percent. The test was repeated twice with a new cassette and obtained the same result. Sterilized water at room temperature was used for the test. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged lcd lens, degraded parts, and contamination inside the unit in multiple assembly lines. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.